Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted splenectomy procedure, the cap assembly tore upon hand going in and out. They opened new devices to complete the procedure. There was no pt consequence.